Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the manifold assembly 4 way valve being stuck. Additional malfunction for this device was the on/off switch had no alarm.